Event description:
It was reported that the device "infused incorrect dose." No further information was provided at this time. There was patient involvement but no harm. Although requested, the customer did not provide further details of the event. The customer stated that the issue has been resolved and declined to send the devices to the manufacturer for investigation.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of the device was incorrect dose infused was not identified during the customer call . As the customer was unresponsive to follow-ups. The customer stated that the issue has been resolved and declined to send the devices to the manufacturer for investigation.

Event description:
It was reported that the device "infused incorrect dose." No further information was provided at this time. There was patient involvement but no harm. Although requested, the customer did not provide further details of the event. The customer stated that the issue has been resolved and declined to send the devices to the manufacturer for investigation.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.